Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Manufacturer received implant warranty and registration card that noted the pts vns therapy pulse generator and lead were replaced due to "lead not working." Good faith attempts to both further info and explanted products for analysis are currently being made.